Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The defective sample was received and evaluated. The reported condition was confirmed. The heparin valve of the sample was broken in the welding area. As reported by the supplier of this valve, (B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The defective sample was forwarded to the valve supplier for evaluation. As no additional information was received from the valve supplier, our supplier is evaluating a new valve. A follow-up will be sent if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the valve connector at the end of the heparin luer sheered off when being connected to the machine. There was no patient involvement as this was discovered prior to patient use. No additional information is available.